Event description:
Clinical study it was rpeorted that 13 months after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 5mm long, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x8mm drug eluting stent ind the target lesion. There were no reported complications. 13 months after the initial procedure the pt expired. There was no autopsy. A family member stated the pt had progressive dementia and the target vessel was no involved.